Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise due to insulation breach on the atrial lead. The physician elected to explant and replace the lead. The patient was in stable condition.